Event description:
During a ptca treatment procedure, inflation difficulties were encountered. The difficulties were encountered on the first attempt to inflate the balloon. When the physician removed the device, he noted that the balloon was ruptured. The pt is reported to be "good"; no injuries or complications were reported.